Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 560 mg/dl. The customer had reported that insulin was leaking from the infusion site during therapy with three infusion sets. The customer was treated an insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer's wife reported two additional high blood glucose events with blood glucose of about 400 mg/dl at an earlier event and of up to 600 mg/dl at the time of the phone call. The customer stated that insulin was leaking from the infusion site during therapy during both events. The customer treated with an insulin injection for these events. The customer did not report if te insulin pump was in auto-mode. Troubleshooting was completed for infusion set leaks, but it unknown if this resolved the malfunction. The insulin pump will not be returned for analysis.